Event description:
It was reported that there were high impedances on the lead during the procedure, greater than 29,000 and contact 0 was the only issue all other contacts checked out normal. The lead was never implanted. The product issue was resolved and the cause of the event was not determined. The lead with the high impedance was replaced with a new lead. No patient symptoms were reported. It was the left lead that had malfunctioned. The patient was doing well and was recovering from bilateral lead implants on (B)(6) 2015. The patient had experienced no harm or issue related to the lead issue.

Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: 3387s-40, lot# va0sa85, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead found the distal end conductor, #0 conductor was broken 0.1cm from the distal end.